Manufacturer narrative:
No sample was returned for eval and the customer reported event of thermal burn was not confirmed. The serial number of the system was not provided and could not be determined based on the info provided. Therefore, mfg info could not be obtained. The root cause of the reported event cannot be determined. The surgeon's description is accurate, and an indication that the system functioned as expected. The console functioned properly when audibly alerting and displaying the occlusion signal to alert the user of a complete occlusion; the surgeon must recognize the signal and manually stopped the ultrasound mode. "The key to avoiding phacoburns is prevention and awareness. If the machine signals complete occlusion of the tip, usually with an audible sound, phacoemulsification power should not be activated, especially in the 'sculpting' mode, when aspiration is low. Viscoelastic needs to be cleared around the tip by irrigation/aspiration before phacoemulsification power is activated." (B)(4).

Event description:
A literature report indicated a surgeon reported three cases of thermal burns that occurred during a cataract extraction procedure. This complaint concerns case 2. The surgeon reported injecting viscoelastic through a 2.75mm temporal clear cornea incision, and a continuous curvilinear capsulorhexis and hydrodissection were done. Although smoothly primed, a small white plume was visible at the tip of the handpiece at the beginning of sculpting, and the corneal wound instantly whitened. The tip and the tubing were changed and reprimed; however, after the tip entered the anterior chamber, the system signaled occlusion as the surgeon pedaled lightly without actually sculpting the nucleus. After aspiration of the viscoelastic with a higher vacuum and aspiration rate, the surgeon sculpted the nucleus without the occlusion sound. The wound was closed with two tight sutures. Leaving adhesion of the iris to the corneal wound. Corneal astigmatism was -5.00d at 3 weeks postoperatively. A pear shaped pupil was noted, and iridocorneal adhesion was released through the side pore. The stitches were removed 4 weeks postoperatively. The astigmatism had decreased to -1.25d and visual acuity improved to 20/25 at 4 months postoperatively.